Event description:
While troubleshooting a diluent comparison out of limits error, the customer noticed a leak on the plastic shield inside the coulter lh 500 hematology analyzer. The volume of the leak was reported as approximately 2 ml and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the blue striped tubing at pv49 (pinch valve 49) had a pin hole in the tubing causing the leak. The fse replaced all of the tubing at pv 49 between ff173 (feed through fitting 173) to ff183 (feed through fitting 183) to resolve the leak and the diluent out of comparison error reported. (B)(4).